Manufacturer narrative:
A ge oec service representative investigated and found a defective vertical column power supply (ps3). The ps3 was removed and replaced and the system tested and found to be operating as intended. The system was released to the customer for use. There is not reported information negative patient impact involvement for this issue.

Event description:
The ge oec 8800 fluoroscopy system had an intermittent issue with the vertical column movement.